Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the leads displayed noise and the procedure was cancelled. The grounding was checked with no resolution so the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no valid lot number was provided so a review of the device history record (DHR) is not available. Based on the information received, the cause of the reported incident could not be determined.